Manufacturer narrative:
Concomitant medical products: 4470, boston scientific lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing in the form of an increased sensing integrity counter (sic), elevated pacing impedances, and visible noise. A lead fracture was suspected. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.